Event description:
The customer reported a loss of vascular imaging mode functionality. Cine images could not be saved or played back. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.